Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's investigation. As part of the investigation, a review of the device history record (DHR) was conducted. The DHR review did not find any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause of the color bar display was determined to be component failure of the ap board due to deterioration from repeated use over time. The e311 error (white balance not set) was determined to occur due to use of a scope without a scope ID. The e931 error (failure to acquire white balance) was determined to be due to failure of the ap board causing the image to disappear. The device was repaired. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was sent to olympus for evaluation. The evaluation confirmed the user report. No image would appear on the monitor due to a faulty ap board. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported the customer could not get a scope image with the video system center. The customer reported they were getting error codes e311 (white balance incomplete) and e931 (white balance failed) because they were not able to white balance due to not having a scope image. The customer reported they were getting color bars but no scope image. The customer tried another scope and had the same problem. No patient harm or impact to patient care was reported for this event.